Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6), male, pt, who was in cardiac arrest, the device failed to power up. Complainant indicated that the clinician obtained another device to continue treating the pt. However, this device prompted an "attach pads" message. They removed the pads, shaved the pt's chest and applied a new set of pads. However, the device failed to advise shock. Complainant indicated that the pt subsequently expired. Please reference medwatch report 1220908-2010-03150 for the second device in this event.